Event description:
After priming IV tubing for pump, nurse noticed what appears to be small pieces of white plastic floating in tubing. Two different sets of tubing have been identified as having the pieces of plastic floating. One set has plastic in chamber as well as tubing. Both were caught prior to using pts.